Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max" system an unusual curve was observed by the laboratory personnel. Another molecular test method was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer just began running the instrument in (B)(6) 2021, and the result for the sample (B)(6) did not have a "typical s-curve", so the sample was sent out for another molecular method, and came back neg. "

Manufacturer narrative:
Investigation: the complaint investigation for discrepant result when using biogx sars-cov-2 osr for bd max system (ref (B)(4)) unknown lot # was performed by the review of the manufacturing records, review of customers data and verification of complaints history. The bd max system doesnt record the master mix lot number therefore bd was unable to identify the biogx sars-cov-2 reagent lot used. The investigation was conducted only by bd since data analysis has revealed that the biogx sars-cov-2 osr kit was tested along with the extraction kit bd max exk tna-3 lot 0279286 and no biogx kit lot number was provided. Review of the manufacturing records of bd max exk tna-3 lot 0279286 indicated that lot was manufactured according to specifications and met performance requirements. Customer reported a discrepant result for a sample when using the bd biogx sars-cov-2 reagents. A positive result was obtained but when repeated with another method, the sample gave a negative result. Customer provided a pdf report of run 172, performed on ct2050 for investigation. The customers udp settings were verified, and the result logic parameters were set in accordance with the biogx sars cov-2 package insert instruction for use. The pdf report shows 8 samples tested with the bd biogx sars-cov-2 reagents. A positive control, tested in position b4, gave a positive result for both the n1 and n2 targets (CT of 29.2 and 27.3 respectively). This confirmed that the reagents performed as expected. One patient sample, tested in b11, gave a late n1 positive result (CT of 37.2; blue curve) but it gave a negative result when repeated with another method. Since only a pdf report was provided for investigation, analysis of the curves was limited. Manual pcr curve adjudication was conducted across sample b11. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curve for sample b11 seems to be a true but late amplification. Low positive samples can occur due to viral titers in the specimen being at or near the assay limit of detection (lod) or cross contamination introduced during the sample preparation at the customers site. Moreover, limit of detection can vary between different assays. Bd was unable to confirm the exact cause of the customers discrepant result. There is no indication of an increase in complaints for discrepant result for biogx sars-cov-2 osr lot product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max" system an unusual curve was observed by the laboratory personnel. Another molecular test method was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.